Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment was neither damaged nor corroded. The customer stated that the battery spring was corroded. The customer stated that they changed the battery but the insulin pump will not power up. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact; using a test battery cap, the insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.